Event description:
The clinician said implant was placed in 2006 and removed approx three and a half months later. The clinician identified the reason of removal as failure-to-osseointegrate resulting from infection and abscess.

Manufacturer narrative:
The implant was received without any attachments. The implant was not fractured and was examined under 10x magnification. No thread defects were seen. The implant was measured with calipers and found to be a ph3.5mmx12mm.